Event description:
New information received notes that the patient experienced palpitation. The pacemaker exhibited inappropriate low voltage output. The pacemaker was explanted and replaced.

Manufacturer narrative:
The reported event of inappropriate magnet response was confirmed. The reported events of inability to interrogate and inappropriate output was not confirmed. The device was received with normal telemetry communication and output. Device image analysis showed elevated current and inappropriate magnet and rate response. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited inappropriate magnet responses and failed to be interrogated. No intervention was performed. The patient was stable.